Manufacturer narrative:
The patient was reimplanted with another cochlear device during the explantation surgery on (B)(6) 2021. Device analysis indicated device failure. Device analysis report attached. This report is submitted on june 03, 2022.

Manufacturer narrative:
The device was explanted (B)(6) 2021. It is unknown if there are plans to reimplant the patient as of the date of this report this report is submitted on december 27, 2021.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on november 18, 2021.